Event description:
It was reported that the physician found they were having "pump issues" with the inflatable penile prosthesis (ipp) device. The ipp was originally implanted on (B)(6) 2019. The patient was seen on (B)(6) 2019 to begin cycling his device. The physician was able to cycle the device but he was having some difficulty. The physician is going to set up a meeting with the sales rep.

Event description:
It was reported that the physician found they were having "pump issues" with the inflatable penile prosthesis (ipp) device. The ipp was originally implanted on (B)(6) 2019. The patient was seen on (B)(6) 2019 to begin cycling his device. The physician was able to cycle the device but he was having some difficulty. The physician is going to set up a meeting with the sales rep. Additional information received states the ipp cylinders and pump were explanted and a new pair of preconnected ipp cylinders and pump were implanted. The pump was hard to squeeze and fill the system. A capsule was found tight around the pump and cylinders. The pump seemed to function normally once the capsule was removed. 70cc of fluid was drained from the reservoir and it was refilled with 90cc of fluid.

Manufacturer narrative:
Device analysis: an allegation of a pump malfunction alongside capsular contracture was reported. The ipp cylinders and ms pump were visually inspected and functionally tested. A leak was identified in one of the cylinders as a result of sharp instrument damage consistent with explant damage. The leak was concluded to be a secondary failure. The pump was functionally tested and failed the activation test, thus requiring more than 8lb. Of force to activate. Product analysis therefore confirmed the reported pump malfunction but could not confirm the report of capsular contracture. Visual inspection and functional testing of the ams700 momentary squeeze (ms) pump confirmed the reported allegation of a pump malfunction and capsular contracture. The pump was functionally tested and failed the activation test. Product analysis therefore concluded pump malfunction as the most probable cause of the event, since issues activating the pump could lead to the reported events. The product record review confirmed the reported events of pump encapsulation do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to pump malfunction through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the physician found they were having "pump issues" with the inflatable penile prosthesis (ipp) device. The ipp was originally implanted on (B)(6) 2019. The patient was seen on (B)(6) 2019 to begin cycling his device. The physician was able to cycle the device but he was having some difficulty. The physician is going to set up a meeting with the sales rep. Additional information received states the ipp cylinders and pump were explanted and a new pair of preconnected ipp cylinders and pump were implanted. The pump was hard to squeeze and fill the system. A capsule was found tight around the pump and cylinders. The pump seemed to function normally once the capsule was removed. 70cc of fluid was drained from the reservoir and it was refilled with 90cc of fluid.